Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the maestro non-exhaust foot pedal was sticking and running without activation during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the maestro non-exhaust foot pedal was sticking and running without activation during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of the footpedal sticking and causing run on was not confirmed. There was no component failure in the device that could have contributed to the reported event. A root cause of the failure cannot be confirmed. The footpedal is not a repairable device and will not be returned to the user facility.